Event description:
Literature: yoshida f, martinez-torres I, pogosyan a, et al. Value of subthalamic nucleus local field potentials recordings in predicting stimulation parameters for deep brain stimulation in parkinson's disease. J neurol neurosurg psychiatry. Aug 2010; 81(8): 885-889. Summary: the authors indicated that online spectral analysis of local field potentials (lfp) recorded from the deep brain stimulation (dbs) electrode may help identify the optimal therapeutic target in the subthalamic nucleus (stn) region for dbs in pts with parkinson's disease. A total of 31 pts participated; all except one pt was implanted bilaterally. The mean age of the participants was 57 years and there were 17 males. Clinical assessment of the efficacy of chronic dbs could not be performed in two of the 31 pts. Reportable event: this report is for one pt in the group of 31 who developed unexplained obtundation postoperatively; the dbs electrodes were therefore removed in the immediate postoperative period.

Manufacturer narrative:
(B)(4) - obtundation. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The pt information provided is the average for all the pts. At this time no additional information was available, additional information has been requested.